Event description:
It was reported that the patient presented to the hospital for a lead replacement procedure. Prior to the procedure, the right atrial (ra) lead was noted to exhibit far field r wave oversensing in vvir pacing mode and low pacing impedance. Fluoroscopy confirmed that the ra lead had dislodged. The ra lead was capped and replaced on (B)(6) 2025. There were no patient consequences.